Event description:
Report received of a tubing "ruptured" during an injection of CT contrast material. It was reported that a pt was having an abdominal CT with contrast. Pt had a peripheral angiocath connected to a clave extension set. The contrast was being manually injected with a luer lock syringe, size unspecified. Immediately after the start of the injection, the tubing "ruptured approx 1/2 inch distal to the clave port". There was blood loss, but it was reported to be an insignificant amount. The IV site remained intact. The extension set was changed, and the CT was completed with no further problems. There were no reported adverse pt effects. Add'l info was requested, but no further pt info was provided.